Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer not adjusting the time after pump being in storage mode. Customer¿s blood glucose level was 213 mg/dl. Reportedly, the customer corrected the pump time and resumed insulin therapy.